Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that the onetouch ultra meter read inaccurately high. The medical surveillance specialist (mss) wrote follow up questions to the technical service representative (tsr) to ask the reporter. The reporter mentioned example readings of 253 mg/dl on the patient's meter and 121 mg/dl on another meter the same day, which were considered high. The reporter said that the patient was taking 15 units of huminsulin 30/70 before breakfast and 15 units before lunch and 25 units of huminsulin 30/70 before dinner along with a tablet of "gelmusmet 50/500" after lunch. As a result of elevated readings, the reporter said, the patient increased her huminsulin r dose to 20 units before breakfast and lunch and her huminsulin 30/70 dose to 32 units before dinner. The reporter said, the patient was hospitalized for an elevated heart rate as a result of the increased insulin. The reporter does not remember what readings the patient had before she was hospitalized, the time difference between the patient's last insulin dose and the time she was hospitalized, or whether the patient ate any less or more prior to being hospitalized. It was reported that in the hospital the patient was tested with an ECG and the results came out normal. The patient stayed in the hospital for a day and was allegedly told by the hospital staff to go back to her original insulin doses as prescribed by her doctor. It is unk what readings, if any, were taken in the hospital. According to the troubleshooting performed with customer service, the product was set to the correct unit of measure. A control solution test was performed with passing results. Although details of the timing of the patient's hospitalization and treatment are unk, this complaint is being reported because the reporter alleged the readings were inaccurately high, the patient increased her insulin due to effects of the insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.